Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date was unavailable at the time of filing. The instrument was returned to the manufacturer for analysis. Functional testing confirmed that the rings had been pulled off. Clamp was unable to be closed but not opened.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a spine clamp was broken. The washer in the clamp had broken and would not open or close. Issue resolved with part replacement. There was no patient present when this issue was observed.